Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. The clear fragment was identified to be part of the obturator. Based on the condition of the returned unit and description of the event, it is possible that the reported event was caused by heat from the scope and force exerted on the obturator during insertion. However, the exact root cause could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: information provided by applied medical representative via phone on 21aug2025: while trying to enter the abdomen, the tip of the trocar broke. It looks like they melted it. Additional information provided by applied medical representative on 27aug2025: the only additional information I was able to get was that there was no harm to the patient and the case was completed. Additional information provided by applied medical representative on 02sep2025: the bend/break caused particulation. All the pieces were removed from the patient. The trocar was inserted with rotation. There was difficulty during insertion, there was resistance. This trocar was not used with a robot. Found the lot#1553358 intervention: surgeon did wound exploration and ¿looked with laparoscopic camera throughout entire abdomen and did not see a piece of plastic.¿ kub was completed and read clear by radiology. Wound was closed. Patient status: no patient injury indicated. Patient went home the next day without issues.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: information provided by applied medical representative via phone on 21aug2025: while trying to enter the abdomen, the tip of the trocar broke. It looks like they melted it. Additional information provided by applied medical representative on 27aug2025: the only additional information I was able to get was that there was no harm to the patient and the case was completed. Additional information provided by applied medical representative on 02sep2025: the bend/break caused particulation. All the pieces were removed from the patient. The trocar was inserted with rotation. There was difficulty during insertion, there was resistance. This trocar was not used with a robot. Found the lot#: 1553358. Intervention: surgeon did wound exploration and ¿looked with laparoscopic camera throughout entire abdomen and did not see a piece of plastic.¿ kub was completed and read clear by radiology. Wound was closed. Patient status: no patient injury indicated. Patient went home the next day without issues.